Manufacturer narrative:
The cea reagent lot number and the expiration date was not provided. The customer observed foam and air bubbles in the reagent kits. The field service engineer found that the mixing paddle was bent. He replaced the mixing paddle. No foam was created in the reagents after that. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient sample tested with elecsys cea assay on a cobas e411 immunoassay analzyer (disk system). Initial result: <0.200 ng/ml. 1st repeat result: 2.57 ng/ml. 2nd repeat result: 3.78 ng/ml. 3rd repeat result: 3.41 ng/ml. 4th repeat result: 3.34 ng/ml.

Manufacturer narrative:
The customer's service maintenance was up to date. The field service engineer decontaminated the instrument. He then did an assay performance check and the instrument was performing within specifications. The service actions (replacing the mixing paddle) resolved the issue. The root cause was due to an insufficient reagent mixing (bent bead mixer).